Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that the ins "stopped working 4-5 years after I had it implanted". Pt says they kept the ins charged "but one day it wouldn't charge". Pt said they had met with a manufacturer representative (rep) at the time, and they tried with their own equipment to charge ins but it wouldn't work. Pt is considering having ins taken out so they can have an MRI. Pt doesn't want to have to pay to have it taken out. Reviewed that pt should consult with the surgeon who would take ins out and have them call if needed. The patient was redirected to their healthcare provider to further address the issue.